Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "periacetabular osteolysis is the problem in contemporary total hip arthroplasty in young patients¿. Update 19 jul 2019. ¿periacetabular osteolysis is the problem in contemporary total hip arthroplasty in young patients¿ was reviewed for MDR reportability. The study enrolled 978 patients into two groups: 474 patients (492 hips) cemented stems and 504 patients (532 hips) cementless stems. The charnley elite or elite plus stem was used in the cemented group, and the profile stem was used in the cementless group. Duraloc acetabular component was used in all hips in both groups. Various patient in both groups experienced the same adverse events. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: the patients with cemented hips experienced cup wear, liner poly wear, osteolysis, dislocation, infection, and loosening of the stem. The patients with cementless hips experienced cup wear, liner poly wear, osteolysis, dislocation, infection, and loosening of the stem.